Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.

Event description:
A report was received via the FDA medwatch medical products reporting program dated 5/1/06. Consumer reports began use of renu with moistureloc multi-purpose solution in 2003, stopped for a while and resumed use in fall 2004. Onset of eye problems around 10/04 when eyes became pink, burning, with a feeling that something may have blown into her eyes from the ac in her car. Went to the ER for treatment and was diagnosed with dry eyes and an abrasion. The following month, diagnosed with fungal infection of the left eye. Both eyes had complete (temporary) loss of vision. Consumer relocated began to see another physician. In 2005, consumer underwent a corneal transplant. Consumer reports diagnosis of (right) dry eye and monitoring for development of cataracts of the left eye. Consumer wears corrective lenses/eyeglasses and has not resumed contact wear. No further info or any medical documentation is available.